Event description:
It was reported to philips that the device does not turn on. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the open fuse. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Review of the system logfile confirmed the malfunction. Upon further inspection, fse found that there was an open fuse in the on signal. Fse replaced the fuse from 0.5ma to 250v. After the replacement, the system was returned to use in good working order. This late follow up will be investigated in CAPA 2031148. Evaluation method code were corrected.